Event description:
The patient returned to clinic several times for diaphragmatic stimulation. The device was reprogrammed with temporary resolution of symptoms but the patient had to return with reapperance of diaphragmatic stimulation. All options exhausted and decision made to turn off biv therapy temporarily and to revise the lead (scheduled for (B)(6) 2013). Currently, all available information suggests this lead remains implanted. If addtional information becomes available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.